Event description:
In 2019, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2021, the patient experienced a stoma infection and was treated with two bags of unknown IV antibiotics at a va center. The patient was not admitted to the hospital and received two weeks supply of unknown oral antibiotics afterwards. On an unknown date, the infection resolved.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.